Event description:
Procedure performed: cholecystectomy. Event description: [hospital] on (B)(6) 2025 during a cholecystectomy surgery performed by [doctor] when trying to place the clip, the first one worked well, releasing correctly and sealing the cystic duct. When trying to release the second clip, it wouldn't come out of the clipper and remained stuck. They decided to take this cavity clipper out to test it on the surgical table. They pressed firmly, and the second clip came out, but the third clip again got stuck and couldn't be released. The doctor had used the device many times and knew how it worked correctly, so he was able to identify the problem. Additional information obtained from distributor on 05may2025: the first clip was loaded into the jaws. An applied medical 5 mm trocar was used. The clip was loaded and visible between the jaws and was properly seated. A clip was not loaded into the jaws proper to the instruments insertion/removal through the trocar. A loaded clip was not manually removed from the jaws. By pressing the ca500 with force, the second clip was able to get liberated but it got stuck again with the third clip. There was resistance in trigger actuation. Intervention: changed the epix® universal clipper for a new one. Patient status: stable.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital] on (B)(6) 2025 during a cholecystectomy surgery performed by [doctor] when trying to place the clip, the first one worked well, releasing correctly and sealing the cystic duct. When trying to release the second clip, it wouldn't come out of the clipper and remained stuck. They decided to take this cavity clipper out to test it on the surgical table. They pressed firmly, and the second clip came out, but the third clip again got stuck and couldn't be released. The doctor had used the device many times and knew how it worked correctly, so he was able to identify the problem. Additional information obtained from distributor on 05may2025: the first clip was loaded into the jaws. An applied medical 5 mm trocar was used. The clip was loaded and visible between the jaws and was properly seated. A clip was not loaded into the jaws proper to the instruments insertion/removal through the trocar. A loaded clip was not manually removed from the jaws. By pressing the ca500 with force, the second clip was able to get liberated but it got stuck again with the third clip. There was resistance in trigger actuation. Intervention: changed the epix® universal clipper for a new one. Patient status: stable.